Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Hold for vm it was reported that there one of the purewick female external catheter was placed on patient, in the emergency room for some reason, the item leaked. The patient was left in urine (not they fault) for about 45 minutes. There were five replacements in a 24-hour period, each left them in customer urine from leakage. They believe it was not properly placed and endured the problem time also after being admitted to the hospital. During this time an infection began and had no problem before this use. Few days later with vaginal pain customer again was taken to the hospital, this time (B)(6) hospital, the purewick again was used, being changed when container was full. Bloodwork show urinary tract infection, broken skin in vaginal area, leakage also cause rectal rash with broken skin. Had to have a wound nurse to treated. The customer was informed by the medical team that the problem probably came from the purewick. The medical team given antibiotics then discharged to rehabilitation, because of the fall. In rehabilitation. The wound nurse noticed broken skin in vaginal and rectal areas were bleeding. The purewick was changed to a foley catheter. Now it was (B)(6) 2024 and patient was discharged to home. On friday after patient was again taken to emergency room ( (B)(6) medical center) with fever, burning, bleeding from those private areas, at 3am. Saturday customer taken by helicopter to (B)(6) medical center. Where they spent about seven days in intensive care unit. Test, cat-scan with/without contrast, multiple bloodwork, where e-coli, two other bacterial infections were active in my urinary track and there was an abscess around their gall bladder, had to be drained. The patient was treated and released by (B)(6) 2025. The doctors who treated my stated the purewick, lack of proper care when the item leaked and activated the infections caused by their product. The customer requested should give proper training on how to fit on the patient. The nurses also complained that it did not always work properly. Just thought you should know that this product had flaw and women were being infected with it was used.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was one of the purewick female external catheter placed on patient in the emergency room, for some reason the item leaked. The patient was left in urine (not their fault) for about 45 minutes. There were five replacements in a 24-hour period, each left them in customer urine from leakage. They believe it was not properly placed and endured the problem time also after being admitted to the hospital. During this time an infection began and had no problem before this use. Few days later with vaginal pain customer again was taken to the hospital, this time (B)(6), the purewick again was used, being changed when container was full. Bloodwork show urinary tract infection, broken skin in vaginal area, leakage also cause rectal rash with broken skin. Had to have a wound nurse to treated. The customer was informed by the medical team that the problem probably came from the purewick. The medical team given antibiotics then discharged to rehabilitation, because of the fall. In rehabilitation. The wound nurse noticed broken skin in vaginal and rectal areas were bleeding. The purewick was changed to a foley catheter. Now it was (B)(6) 2024 and patient was discharged to home. On friday after they were taken to emergency room (B)(6) with fever, burning, bleeding from those private areas, at 3am. Saturday customer was taken by helicopter to (B)(6). Where they spent about seven days in intensive care unit. Test, cat-scan with/without contrast, multiple bloodwork, where e-coli, two other bacterial infections were active in urinary track and there was an abscess around their gall bladder, had to be drained. The patient was treated and released by (B)(6) 2025. The doctors who treated stated that lack of proper care when the item leaked and activated the infections which was caused by their product. The customer requested should give proper training on how to fit on the patient. The nurses also complained that it did not always work properly. They wanted to know that this product had flaw and women who were being infected with it. Per additional information received via email on 14feb2025, it was reported that the patient was treated with I. V antibiotics for 5 days. Having follow up in 2 weeks, blood work done (B)(6) 2025. Patient went through a lot of discomfort during the use of the product even after they tried to use the foley catheter. Per follow up via phone on 07mar2025, it was reported that the item was not the foley but the purewick, each device used was discarded.